Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was sample integrity due to inadequate centrifugation. The IFU for dimension ctni flex reagent cartridge contains the following info: "specimens should be free of particulate matter to prevent appearance of fibrin in serum samples, complete clot formation should take place before centrifugation." The instrument is performing within specifications.

Event description:
Two falsely elevated troponin I results of 1.24 ng/ml and 3.83 ng/ml were obtained on two pt's samples. The results were not reported to the physician(s). The samples were retested and results of 0.05 and 0.06 ng/ml were obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was sample integrity due to inadequate centrifugation.